Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which shock events were not properly recorded. No intervention was performed. There were no patient consequences.